Event description:
It was reported that the lv (left ventricular) lead dislodged resulting in high thresholds. Outputs were programmed high which drained the battery prematurely. The lv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead implanted: (B)(6) 2012; 5076-45 lead implanted: (B)(6) 2012.